Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose was unknown mg/dl. The customer stated that battery life is just 1 day, low battery without prior warning.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. No unexpected power loss alarms or battery out limit alarms were noted during testing. Multiple low battery alerts and pump error 25 alarms were present in the format history file and triggered when the backup battery unloaded voltage was less than 3.70 volts for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. The pump was received with a scratched casing, minor scratches on lcd window and a pillowing keypad overlay.